Event description:
A user facility reported to olympus that the image was lost during a diagnostic colonoscopy procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. This is report #9 of 10 due to multiple events reported.

Manufacturer narrative:
The suspect device was returned to olympus. However, an evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected. The initial reporter is not a healthcare professional. The device was inspected and the reported event of image loss was not duplicated. No device abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. The image loss may be attributed to the cable connection status or faulty cable. Olympus will continue to monitor field performance for this device.